Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the cmos battery on the sbc (single board computer) was only 0.5v (normal: 3v). The fse confirmed that the error was caused by the low cmos battery voltage. To resolve the reported issue, the fse replaced the battery and configured the correct cmos settings. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.